Event description:
It was reported that a device failed to alarm on a patient after 1 day of use.

Manufacturer narrative:
Smith & nephew has erroneously informed the FDA of this incident twice, once via this report and once in complaint ref 8043484-2015-00242. Smith & nephew will close this complaint (8043484-2015-00240) as a duplicate, and confirm that we will submit a follow up report if new information becomes available using 8043484-2015-00242.